Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found in the bd insyte-a ¿ arterial catheter. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
A sample was received for the investigation. The investigators were able to observe the reported failure mode in the sample provided. A hair was found in the barrel of the syringe, the most probable root cause for this kind of failure mode is related to the gowning procedure and inspection of finished goods. The hair originates with an operator, if their gown is not being worn according to procedure it can result in the introduction of hair into the environment. The final investigation is done by the packaging operator to catch possible issues like this before they are released to market. The issue is therefore the result of two operation failures. Retention samples were reviewed and no abnormality was found. The batch record was reviewed, no related abnormalities were found. Investigation conclusion: confirmed: bd observed the reported defect. A hair was found in the barrel of the syringe, the most probable root cause for this kind of failure mode is related to the gowning procedure and inspection of finished goods. The following actions have been taken to mitigate the likelihood of occurrence: awareness training to have operators focus on hair in barrel. Once a foreign material or other failure mode is identified it will be immediately removed from the production line. Retrained operators on gowning procedure. (B)(4) will continue to track and trend for this failure mode.